Event description:
It was reported that during an unk procedure, the min button did not work on the device to pass the pre run test. No pt consequence was reported.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.